Manufacturer narrative:
Root cause: the root cause for the reported issue that device had free flow - depakote was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a free flow event of depakote. Depakote 50ml was to run in one (1) hour. Per report: "the primary tubing line was primed with normal saline, with depakote (valproic acid) primed in a secondary line and y-sited onto the primary line using the drug library." There was patient involvement but no harm. Additional information was provided 18mar2026: primary fluids were hung fully below the secondary with the full "plastic hook" being nine inches below the secondary. The pump was at heart level with the patient. A primary tubing line was primed with normal saline, with depakote (valproic acid) primed in a secondary line and y-sited onto the primary line. The secondary line did have an equashield device (a closed system transfer device used to prevent hazardous medications from leaking or exposing staff) at the end of the tube, which was y-sited into the primary line above the pump. A flush programmed on the primary line, and had just finished programming in the secondary medication, valproic acid, which was set to run the 50 ml bag over one hour. The drip chamber of the secondary bag that the medication was being bolused and was running fast. The line was clamped below the pump with the roller clamp, so the patient was not receiving anything. We could see the secondary bag was backflowing into the primary bag. The patient did not receive anything as the set up clamped below the pump. Even when the pump was turned off- the secondary fluids were still flowing fully into the primary bag. Tubing information: bd pump infusion set 2420-0007 secondary ICU medical #(B)(6).